Manufacturer narrative:
This report wil be amended when our investigation is complete.

Event description:
It is reported that the shell would not seat correctly. A new shell was opened and implanted.